Event description:
Customer reports that drive support cap was loose and sticking out on the sides. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with a detached end cap, a missing drive support sticker, minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.